Event description:
While using the sound processor, the pt reportedly had no sound percept. The pt was seen at the center for eval. External equipment was exchanged. However, the problem was not resolved. In 2004, the pt was seen at the ctr for device eval. Testing performed confirmed that the pt's c1 device was no longer functioning.